Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that upon removal of sensor wire due to sensor failure, sensor wire remained inserted in his skin. Pt was able to pull protruding sensor out of his skin with his own fingers. During his call to dexcom technical support, pt reports feeling no concern at all.

Manufacturer narrative:
Dexcom, inc., and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.